Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device dislocation ('device migration/migration of essure device location of device: embedded in abdomen/surgery:coil embedded in abdomen'), device breakage ('device breakage') and pregnancy with contraceptive device ('pregnancy with contraceptive device') in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included renal stone removal in (B)(6) , tubal ligation, atypical squamous cells of undetermined significance, pap smear (history of atypical squamous cells undetermined significance), depressive symptom, menstrual cycle abnormal, pelvic adhesions, c-section (c-section x3 (B)(6) ,), cystic fibrosis, miscarriage, vaginal itching, flank pain, hematuria, ligament disorder, heavy periods, endometrial biopsy, ovulation bleeding, diverticulitis, menometrorrhagia, constipation and diarrhea. Urinalysis is otherwise negative. Adnexa is negative, dyspareunia. Denies any nausea, vomiting, diarrhea. Concomitant products included aciclovir sodium (acyclovir), alprazolam, alprazolam (xanax), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (amphetamin salts), amlodipine since (B)(6) 2016, amoxicillin, benzonatate since (B)(6) 2015, cefalexin (cephalexin), cimetidine since (B)(6) 2016, ciprofloxacin, cyclobenzaprine since (B)(6) 2018, dextromethorphan hydrobromide;guaifenesin (chest congestion relief dm) since (B)(6) 2018, diclofenac since (B)(6) 2018, dicycloverine (dicyclomine) since (B)(6) 2019, doxycycline hyclate since (B)(6) 2013, escitalopram, escitalopram oxalate (lexapro), estradiol cipionate;medroxyprogesterone acetate (lunelle) in (B)(6) , ethinylestradiol;etonogestrel (nuvaring), ethinylestradiol;norelgestromin (ortho evra), fluoxetine hydrochloride (fluoxetin) from (B)(6) 2011 to (B)(6) 2014, hydroxyzine since (B)(6) 2016, magnesium sulfate;potassium sulfate;sodium sulfate (suprep bowel prep kit) since (B)(6) 2017, metronidazole, miconazole nitrate (monistat), nystatin since (B)(6) 2016, oxycodone hydrochloride;paracetamol (percocet), oxycodone since (B)(6) 2016, pimecrolimus (elidel), prednisone from (B)(6) 2010 to (B)(6) 2012, topiramate since (B)(6) -2012 and valaciclovir since (B)(6) -2016. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2006, the patient experienced abdominal pain lower ("lower right abdomen"), 2 years 10 months after insertion of essure (ess205). On (B)(6) 2009, the patient experienced gingival pain ("dental problems: sensitive gums"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal bleeding)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraine/headaches"), nausea ("nausea"), gastrointestinal disorder ("gi conditions/gastrointestinal or digestive system condition: infection in digestion in digestive tract"), hyperaesthesia teeth ("dental problem") and nervous system disorder ("neuro condit/problem") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, pregnancy with contraceptive device, hypersensitivity, allergy to metals, alopecia, fatigue, nausea, gastrointestinal disorder, hormone level abnormal, hyperaesthesia teeth, nervous system disorder, abdominal pain lower and gingival pain outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia, migraine, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, gingival pain, hormone level abnormal, hyperaesthesia teeth, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for- pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, metrorrhagia, hypersensitivity, nickel allergy, device breakage, , device migration, fallopian tube perforation, weight gain, hair loss, fatigue, migraine, nausea, gi conditions, hormonal changes, dental problem and neurological condit/problem. Discrepancy noted for the removal date (B)(6) 2016 and (B)(6) 2006. Approximately 8 coils were seen trailing from the tubal ostia on the left side, right side 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): haemoglobin - on (B)(6) 2004: 13.8. Hysterosalpingogram - on (B)(6) 2003: total bilateral occlusion. Imaging procedure - on (B)(6) 2003: essure confirmation test(s) (unspecified) bilateral occlusion. Pregnancy test - on (B)(6) 2006: positive. Concerning the injuries reported in this case the following events were reported via medical record: fallopian tube perforation, pregnancy with contraceptive device, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: plaintiff fact sheet and medical record received. New reporter, patient demographic,medical history, concomitant drugs and lab data, new events- "abnormal bleeding(vaginal), abnormal bleeding(menorrhagia), lower right abdomen pain and dental problems: sensitive gums" were added. Event dental problems updated to sensitivity of teeth. Outcome of the event migraine updated to recovered. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device dislocation ('device migration'), device breakage ('device breakage') and pregnancy with contraceptive device ('pregnancy with contraceptive device') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraine"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problem") and nervous system disorder ("neuro condit/problem"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral)). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, pregnancy with contraceptive device, hypersensitivity, allergy to metals, alopecia, fatigue, migraine, nausea, gastrointestinal disorder, hormone level abnormal, tooth disorder and nervous system disorder outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and metrorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, alopecia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, hormone level abnormal, hypersensitivity, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, tooth disorder and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for- pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, metrorrhagia, hypersensitivity, nickel allergy, device breakage, device migration, fallopian tube perforation, weight gain, hair loss, fatigue, migraine, nausea, gi conditions, hormonal changes, dental problem and neurological condit/problem. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2003: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received- event injury to herself updated and new events fallopian tube perforation, device migration, device breakage, pregnancy with contraceptive device, device ineffective, pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), metrorrhagia(bleeding b/w periods), hypersensitivity, nickel allergy, weight gain, hair loss, fatigue, migraine, nausea, gi conditions, hormonal changes, dental problem, neuro condit/problem were added. Patient demography added. Lab data was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.